Event description:
It was reported that during pre-surgery, it was discovered that the bearing was loose on the attachment device. During in-house engineering evaluation, it was observed that the device failed for temperature. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device failed for temperature. Therefore, the reported condition was confirmed. It was determined that this was due to worn out bearings. It was determined that this type of damage was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.